Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a partial lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number:2017865-2024-34768. It was reported that patient's atrial lead exhibited noise oversensing and inappropriate mode switch. During lead revision procedure insulation damage was noted on patient's atrial and right ventricular (rv) lead. Both leads were capped and replaced on (B)(6) 2024. The patient was stable.